Manufacturer narrative:
Additional information received on february 2, 2022 indicated that the patient has developed capsular contracture in both breasts ( bg-I in the left breast & bg ¿ iii in the right breast). Manufacturer¿s reference number: (B)(4). Incorrect report in initial report. Correction: capsulotomy was performed on the left side, and implant was not removed. It was also reported that the patient has developed late-onset seroma in the right breast, it was asses by a physician during surgery as an old hematoma.

Manufacturer narrative:
As of march 5, 2025, it has been reported that the patient underwent surgery on (B)(6) 2025, to replace the left breast prosthesis with cat: 3507360mc, sn: (B)(6), following the discovery of a rupture at the time of the procedure. This surgery was initially indicated due to the presence of capsular contracture classified as baker grade iii. The rupture on the left side was symptomatic. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on march 13, 2025, patient left side was replaced on (B)(6) 2025. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent a breast augmentation primary with a mentor memorygel, 360cc breast implant experienced right-sided capsular contracture grade iii, bilateral late onset of seroma, and bilateral rupture post procedure. The health care professional reported that the patient scheduled for capsulotomy and 100-200 ml of hematoma tissue discovered and extracted during the surgery. Capsule noted at consultation, implant rupture discovered during the surgery, old hematoma and seroma discovered during the surgery. Manifestation of seroma, 12 months, or more post-op. As a result patient underwent unilateral replacements of the right side with cat#: 3507360mc, sn#: (B)(4), and removal of the left side without replacements on (B)(6) 2021. This report relates to the right prosthesis.

Manufacturer narrative:
Suspect device received on november 18, 2021 device evaluation completed on november 24, 2021: visual analysis of the returned sample revealed that the sm mod classic gel, 360cc breast implant had a crease/fold extended from the anterior to the posterior view. Leak testing was performed, according to the mentor procedure, and it identified a tear within the crease/fold on the posterior view, measuring approximately 0.5 cm. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. You should consider the possibility of bia-alcl when a patient presents with a late-onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for bia-alcl, collect fresh seroma fluid and representative portions of the capsule, and send to a laboratory with appropriate expertise for pathology test to rule out alcl, including immunohistochemistry testing for cd30 and alk (anaplastic lymphoma kinase). If your patient is diagnosed with peri-implant bia-alcl, develop an individualized treatment plan in coordination with a multidisciplinary care team. The national comprehensive cancer network (nccn) recommends a surgical treatment that includes implant removal and complete capsulectomy ipsilaterally as well as contralaterally, where applicable. Report all confirmed cases of bia-alcl to the FDA (https://www.FDA.gov/safety/medwatch). FDA also recommends reporting cases of bia-alcl to the profile registry (https://www.thepsf.org/research/clinical-impact/profile.htm) where you can submit more comprehensive data. Lastly, please notify mentor, because as the device manufacturer, we are collecting data on these cases as well. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ruture, seroma, cap con iii manufacturer¿s reference number: (B)(4).